Event description:
The customer reported erroneous troponin I (accutni) results involving synchron lxi 725 system. It is unk if the erroneous results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed high sensitivity (hs) system check and routine hs system check, both were within system specifications. The fse verified system hardware, no issues were noted. The unit confirmed to the manufacturer's specifications. Pt samples were collected in 13x75 mm bd lithium heparin plasma tubes. Sample centrifugation was performed for three minutes in a statspin express centrifuge. Quality control (qc) was within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2009, which passed within system specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.